Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that prior to implant, the device was interrogated while still in the box, and exhibited noise. The device was not used. No patient complications have been reported as a result of this event.